Event description:
Health professional reported that allegedly the "tubing just distal to the lap band mushroom had separated. There was a rough cut end. "Follow up with the surgeon in progress. Additional information is being reviewed. Surgeon provided photos. The device was returned to allergan and is currently in product analysis. The results of the analysis and any new information will be forwarded to the FDA in a follow up report.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has been returned, however, the device analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."